Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: cs 054 error observed in black box on (B)(6) 2015. "Por" event observed in the clearing of the cs 054 error. Additional "por" event observed on (B)(6) 2015 preceding additional cs 054 errors. Evidence of moisture behind display lens. Pump powers with returned battery cap to a dim discolored display. The battery cap is able to fully tighten. Battery cap measures within specifications. The battery compartment intact. Pump case cracked in upper rh corner of display area. During investigation keypad is unresponsive to user inputs. The keypad is intact, no peeling. Contamination under all key contacts was observed. A leak test shows leak at crack in pump case. Removed pump case. Evidence of moisture contamination throughout inside of pump. Unable to adequately investigate "intermittent power" complaint due to unresponsive keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.